Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 7mm longitudinal tear on the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured before reaching the nominal pressure on the first inflation. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured before reaching the nominal pressure on the first inflation. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.